Manufacturer narrative:
The hill-rom technician found the head solenoid was loose. He reinstalled the head solenoid to resolve the issue.

Event description:
Info received indicated the head section would not raise.